Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alert during load process. Customer's blood glucose was 125 mg/dl. Reportedly, customer successfully loaded a new cartridge.